Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The first photo sample shows the overview of the catheter. The second and third photo shows the wire protruding on the shaft of the catheter. The fourth photo shows the inflation valve cap and the drainage funnel. The fifth photo shows a paper with foreign writing. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the temperature wire was protruding out from the catheter. This does not meet specification per ip7602322, revision 7 which states "the wire should not be kinked, knotted or broken once is inserted in the lumen". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during use, the foley catheter tip sensor came off. The tip of the sensor moved inside the catheter due to the coiling inside the catheter.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during use, the foley catheter tip sensor came off. The tip of the sensor moved inside the catheter due to the coiling inside the catheter.